Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump's alerting failed battery alarms. Insulin pump successfully downloaded traces and history file using thump. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarms noted during testing. However, failed battery alarms confirmed in the pump history/trace files on 12/01/2021 at 5:54am. ¿pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, corroded battery tube, broken battery tube threads, and cracked case on the battery tube side. Failed battery alarms confirmed in the pump history/trace files on 12/01/2021 at 5:54am due to corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. Customer stated that they received low battery alert prior to replace battery alarm. Insulin pump alarmed with battery failed test. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.